Event description:
It was reported by customer that microintroducer would not advance during PICC procedure. There have been several that would not advance, few with trauma to the patient including hematoma. No other information was provided. The exact number of occurrences was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that microintroducer would not advance during PICC procedure. There have been several that would not advance, few with trauma to the patient including hematoma. No other information was provided. The exact number of occurrences was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult microintroducer advancement is confirmed and was determined to be use related. The product returned for evaluation was one 5fr microez microintroducer. The returned product sample was evaluated and the tip of the sheath was observed to be damaged. The following observations were noted during the sample evaluation: ¿ usage residue was seen on the sample ¿ slight buckling of the edges of the sheath was present the shape, location, and extent of the damage observed on the returned sample suggested that the microintroducer sheath was most likely damaged due to excessive insertion force, an inadequate skin nick, and/or a steep insertion angle. The damage observed on the sheath would likely have made it difficult to advance the microintroducer past the tip of the sheath. This complaint will be recorded for future trending and monitoring purposes.